Event description:
"Ed." Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, peri-implantitis, pain, mobility and swelling. No further patient complications were reported.